Event description:
It was reported to boston scientific corp that follwoing the placement of an obtryx mesh sling and a cystocele repair using xenform (designed for use as a patch to reinforce soft tissue weakness), the pt's blood pressure dropped. There was blood loss, but it was not known what this was specifically attributed to. The complainant reported that it may have been caused by the initial dissections or the trocar pass. Two units of blood were administered to the pt and following a two day stay in the hospital, the pt was discharged. It was also reported that the obtryx mesh sling remains implanted. (Patient's age and weight is unknown).

Manufacturer narrative:
The device remains implanted; therefore, a failure analysis is not available and the relationship between this device and the cause of this event is undetermined.